Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative wen to site to test the equipment. Representative reported that when moving to the storage area low x-ray battery levels were observed. Representative replaced x-ray and motion batteries and performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while performing a service visit the batteries for the imaging system were dead. There was no patient present at the time of issue.